Event description:
It was reported per field service report, symptom: console not working on ac. Not charging battery, working battery all the time. Findings/action taken: replaced main power supply. Performed safety check and functional check.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.